Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the stapler did not fire after changing the reload. A new stapler and reload were used to complete the case. There was no patient injury.